Event description:
During a coronary artery drug eluting stenting treatment procedure the stent dislodged. The target lesion was a mildly calcified portion of the left circumflex (cx) artery. While the physician was advancing a 2.75x32mm taxus express2 drug eluting stent to the left cx artery, the stent dislosged inside the left main. (Lm) artery. After more than three hours and the use of a large dose of contrast, the physician snared the stent out of the lm arter. The procedure was completed with placement of another taxus express2 stent of the same size. There were no pt complications and the pt. Is reported as in satisfied/godd condition.